Manufacturer narrative:
Correction to h6 patient codes and h6: impact codes. The device was not returned for analysis; however, the customer provided a picture of the device. The picture showed a v-14 control wire, and it was possible to observe that the distal tip was detached; however, the detached section was not visible. This confirmed the reported event of distal tip detachment of device or device component that is related with tip distal detached/separated.

Event description:
It was reported that tip detachment and vessel occlusion occurred, and the procedure was cancelled. During the intervention, a v-14 short taper 300 cm straight tip wire was used in an attempt to cross the chronic total occlusion (cto) of the anterior tibial artery. While advancing through a collateral vessel, the wire tip fractured and remained within the vessel, resulting in partial occlusion of the collateral. Thrombosis was also noted. After evaluation, the physician elected to discontinue attempts to cross the anterior tibial cto. The retained wire tip was left in place, as it was assessed to pose no significant clinical risk. The anterior tibial branch remained occluded, consistent with an inflow/outflow issue. Consequently, the procedure was not completed due to this event. It was further reported that the 100% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. The patients anatomy was considered challenging, and patient-related factors contributed to the reported event; however, no procedural factors were identified as contributing. The patient remained in stable condition following the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that tip detachment and vessel occlusion occurred, and the procedure was cancelled. During the intervention, a v-14 short taper 300 cm straight tip wire was used in an attempt to cross the chronic total occlusion (cto) of the anterior tibial artery. While advancing through a collateral vessel, the wire tip fractured and remained within the vessel, resulting in partial occlusion of the collateral. Thrombosis was also noted. After evaluation, the physician elected to discontinue attempts to cross the anterior tibial cto. The retained wire tip was left in place, as it was assessed to pose no significant clinical risk. The anterior tibial branch remained occluded, consistent with an inflow/outflow issue. Consequently, the procedure was not completed due to this event.